Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - blue 30. It was stated the nurse try to turn on the light and part of the on/off button detached. The nurse discarded the button. None of particles fell to the patient and the issue did not affect the treatment of the patient. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - blue 30. It was stated the nurse try to turn on the light and part of the on/off button detached. The nurse discarded the button. None of particles fell to the patient and the issue did not affect the treatment of the patient. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Defective part blue/lca - switch 1 pole 250 v 10 a (hm56053016) was replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. As stated by the subject matter expert at the manufacturing site it is impossible to determine the exact cause of breakage of this on/off button, the probable root cause of the breakage are due to: impacts, collisions, important pressure applied (abnormal use) inappropriate cleaning product. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).